Event description:
The procedure was to treat the right carotid artery, and the case went very smoothly. The last angiogram looked good and neurostatus was fine. However, there was weakness noted and then no movement in the pt's left arm and leg. Another angiogram was done and a slowflow was noted in one of the branches of the mid cerebral artery. Medication was administered manually, followed by an IV drip of urokinase. Two hours later a follow-up angiogram was done, showing the artery was open; however, the pt was totally unresponsive. The pt was sent for a cat scan where 4 or 5 intercerebral bleeds were seen. Some were not even in the same area that had been worked on. It was determined that the infusion with urokinase cause the bleeding.